Event description:
A 24mm diameter x 14 mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were inserted for the treatment of an abdominal aortic aneurysm in 1999. Aneurysm sizing and vessel morphology are unknown. It is reported that the stent graft had migrated and the decision was to place an aui device within the stent graft with a fem-fem cross over which was completed in march 2001. The patient's status post procedure in unknown, however, it is reported that the patient expired in april 2001 secondary to myocardial infraction. It is reported that the explant, including the complete abdominal aorta with both common iliac arteries and the fem-fem crossover with all the stent graft devices will be sent to medtronic ave for analysis. Further information from the user facility is pending.

Event description:
Additional info received from a report from the explant procedure revealed no evidence of infection, thrombosis, hyperplasia or pseudoeneurysm. Analysis of the explanted stent graft indicates that the cause for the reported migration cannot be determined since the neck diameter, neck angulation, neck length, degree of calcification in the neck and neck seal zone achieved at implantation are unknown in this case. The stent fracture noted on the bifurcated device could cause a loss of radial force, which coull lead to caudal migration if the stent was in a seal zone. The length of the proximal seal zone is unknown in this case and hence the impact of the stent fracture cannot be determined. The consecutive suture breaks noted on the bifurcated device and the contralateral limb could cause a loss of columnar strength, which could lead to caudal migration in an environment of poor proximal fixation. Info relating to endoleaks and aneurysm zise over the 22-month period is unknown and hence the impact of the 2 holes noted on th explanted stent graft cannot be determined.